Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility risk manager reported via voluntary medwatch that a fluid leak occurred with the liberty cycler set. The issue was discovered upon completion of peritoneal dialysis (pd) treatment while disconnecting the patient. The blue pin did not click or engage with the patient connector. A slight leak was noted around the blue piston engagement site. No adverse events, serious injuries, or required medical intervention was reported. The sample was reported to be unavailable to be returned to the manufacturer for physical evaluation. No additional information was provided.

Event description:
A user facility risk manager reported via voluntary medwatch that a fluid leak occurred with the liberty cycler set. The issue was discovered upon completion of peritoneal dialysis (pd) treatment while disconnecting the patient. The blue pin did not click or engage with the patient connector. A slight leak was noted around the blue piston engagement site. No adverse events, serious injuries, or required medical intervention was reported. The sample was reported to be unavailable to be returned to the manufacturer for physical evaluation. No additional information was provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.